Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a stiff and painful knee post promary total knee replacement with lcs implants. Surgeon opened operative site and commented there was a reasonable amount of scar tissue, he performed a leteral release of the patella and debrided scar tissue.

Manufacturer narrative:
Patient had a stiff and painful knee post promary total knee replacement with lcs implants. Surgeon opened operative site and commented there was a reasonable amount of scar tissue, he performed a leteral release of the patella and debrided scar tissue. Multiple swabs were taken and the insert was explanted and a new one implanted. Femoral and tibial components appeared well fixed and stable. X-rays available. Std 10mm insert (discarded). Lcs std right femur, std metal back patella and size 3 tibial tray (still implanted). (B)(6) female, (B)(6). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.